Manufacturer narrative:
The returned valve was visually inspected, and the following was observed: leaflets were dehydrated, and the valve deployed canted. Cine pictures were provided by the site, and the following was observed: patient appears to have a horizontal aorta, and the commander delivery system with crimped valve was unable to cross native aortic valve, there is calcification present in native aortic valve. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve damage was confirmed empirically based on device return condition (canted valve profile) . As reported, 'when checking the retrieved valve, it was observed that one of the leaflets was absolutely immobile, most likely damaged when trying to implant the valve'. During product evaluation, the valve was observed to be canted. The leaflets are attached to the frame through the commissure tabs. Any frame deformation may impact or restrict the leaflet from proper movement. However, due to valve leaflets were dehydrated as returned, no further testing was able to be performed to verify the immobile leaflet condition as seen in the field. In this case, it was unclear why the deployed valve has a canted profile. There was no reported of frame damage, insertion or withdrawal difficulty; however, due to native valve crossing difficulty, multiple maneuvers were attempted without success. As a result, the valve was retrieved back into the sheath and removed from patient. It is possible that the valve was damaged due to excessive manipulation. In addition, it is unknown if the valve was being deployed before or after removing from the sheath on the back table. Attempts to remove a crimped valve through the sheath (if any) can potentially damage the frame resulting in canted profile. While a definitive root cause was unknown, it is possible that procedural factors (excessive manipulation, improper device removal) may have contributed to the reported event. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias, and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre operative co morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during insertion of the commander delivery system into the esheath due to the distal nose tip being anchored deep in the sinus. The calcified leaflet was preventing movement and deflection maneuvers, and the operator was not able to advance the valve. The decision was made to remove the devices, and upon observation of the retrieved valve, one of the leaflets were immobile. The patient developed complete av block. At this point, bav was performed, and a new 26mm sapien 3 ultra valve was prepped. During valve deployment, the valve was noted to moving horizontally and not following the axis of the aorta as the balloon was inflated, resulting in the valve being in a high position. Bilateral paravalvular leak was noted, so the patient underwent a successful valve in valve procedure with a 29mm sapien 3 valve. A permanent pacemaker was implanted to address the heart block, and the patient was stable.